Manufacturer narrative:
The reported hemolysis is addressed under MFR # 2916596-2018-05269. The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018. The patient presented in clinic with sub-therapeutic inr, increased ldh and slightly increased power and flows. During the reviw of the log file a no external power alarm was noted while the patient was attached to the mobile power unit (mpu). The external backup battery (ebb) did engage during the event. It is unknown if the power cord came loose from the mpu or wall outlet. On (B)(6) 2018, the patient was admitted to the intensive care unit (ICU) and started a high dose asa and heparin drip. The account reported trending ldh, plasma free hgb and ua.

Manufacturer narrative:
Section a4: additional information manufacturer's investigation conclusions: review of the submitted log file confirmed a no external power event. The event occurred on (B)(6) 2018 and appeared consistent with a loss of power to the mpu. The system continued to operate on the backup battery during the event and there was no interruption in support. The log file appeared to show the system functioning as intended. The patient remains ongoing on vad support and no further related issues have been reported. No further information was provided. The manufacturer is closing the file on this event.